Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 12/10/2019. A visual inspection was conducted. Only the seal was returned for evaluation. Signs of clinical use and heavy amounts of blood was observed on the seal. The seal was observed to be a completely unfolded state. Based on the returned condition of the seal, the reported failure "failure to unfold or unwrap" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal, the seal was pulled out. Usually, it was pulled out to the end with one thread, but only this time, the last 2 to 3 loops were pulled out in a lump. The seal developed without any problems and was able to stop bleeding. There was no special leak. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal, the seal was pulled out. Usually, it was pulled out to the end with one thread, but only this time, the last 2 to 3 loops were pulled out in a lump. A replacement device was used to complete the procedure. The hospital did not report any patient effects.